Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap sleeve gastrectomy, mid way through the case, the harmonic kept beeping without pressing any button. The scalpel was changed and the case was completed. There was a five minute delay to the surgery. There were no patient consequences reported. No additional information is available at this time.